Manufacturer narrative:
All buttons were functioning properly on the insulin pump. However, moisture damage was found on the keypad traces. It was noted that the pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had unresponsive buttons on the insulin pump. Caller stated that the down arrow and the act button were not responding. Customer's blood glucose was 140 mg/dl today. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan.